Event description:
It was reported that the pt was having headaches and frequent visits to the clinic for valve readjustment. The valve was replaced, and the pt's condition improved.

Manufacturer narrative:
The valve was patent and passed testing for siphon, reflux, and leakage. The valve was within specs for all pressure flow characteristics and preimplantation. There was a tear on the base of the valve that did not affect performance. It is undetermined how or when this damage occurred. A review of the mfg records showed no anomalies. All our prods are 100% tested at the time of MFR.